Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the welding between the flex and the reamer is broken. A design change has been opened to correct this default. The complaint condition is unknown; however, it may have been attributed to a weak area in the welding due to a gap between the flexible part and the reamer. No containment action was required; the part is out of guarantee delivered in june 2009.

Event description:
It was reported that during a procedure surgeon was reaming the humerus with the 7.5 mm flexible medullary reamer, the reamer broke. The surgeon was able to retrieve all the pieces. Surgeon selected another reamer and completed the procedure with no further complications.

Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4).